Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The unit was re-calibrated and the breathing system was cleaned. The unit was returned to service. The customer contact reported there is no patient information available. (B)(4).

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient injury.